Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed an alert that the tachy therapy was disabled and that the right ventricular lead exhibited high pacing and high defib impedance. No intervention was performed due to the patient refusing to come to the clinic. Further information was requested however, was unable to be provided.